Event description:
Customer reported the side panel will not align. The issue was discovered when removed from storage but the date was not provided. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found open sliders on both the pt access areas of the a and b side panels. Panel a also has the insert pin tape frayed, panel b has vinyl tears on the top rail and frayed vinyl on the mattress envelope, panel c torn vinyl, and panel d has vinyl tears and broken stitches. (B)(4).